Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the reported pain after revision. Revision of abgii modular devices on (B)(6) 2018 and placement of new implants: adm 50 tige anato right size ,5 anteverted neck, and cup with "double mobility" 50/28/+4 ceramic head (long neck). Pain currently still present on exertion, although clearly improved.